Manufacturer narrative:
The pump was not returned for evaluation. No device malfunction was reported against the pump; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the sterility certificate could not be performed since the serial number is unknown. Based on the investigation conducted, there is no evidence tosuggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced sepsis. The vad remains in use. No further complications were reported as a result of the event.